Manufacturer narrative:
Sections with additional information as of 29-jan-2024: h10: pen needles (23) were returned - unable to ship returned product to manufacturer due to biohazard. Scrap returned product. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: (B)(6): use error caused or contributed to event.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer stated the 31g pen needles did not dispense her insulin. Customer also stated the pen needles have too much silicone that won't let the insulin come out. Customer stated that half of the pen needles in the box are defective. The package had not been open or damaged when received by the customer. The customer has been using the pen needles for the past two weeks. The customer is using compatible product and the pen needle is aligned properly. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.